Manufacturer narrative:
Diopter:-08.50. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's right eye (od) on (B)(6) 2015. Low vaulting without lens rotation was noted. The lens was explanted and exchanged on (B)(6) 2015 for a longer length lens. The problem was resolved. Patient's last office visit on (B)(6) 2015, ucva :20/20.